Manufacturer narrative:
Patient information was unavailable as it was declined from the site. No parts have been replaced or received by the manufacturer for evaluation as the reported event was user induced. The software investigation found that the reported event was unrelated to a software issue. The imaging system software functioned as designed.

Event description:
A medtronic representative reported on behalf of the site that, while in a spinal fusion procedure, the radiologic technologist (rt) did not have the patient in the correct orientation when they took the scan with the imaging system. The site noticed this after the procedure, but reported that they had no issues during the spinal fusion because of this. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.